Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had a corroded motor home switch.

Event description:
It was stated that the insulin pump got wet and the display went blank. Nothing further was reported.